Event description:
Home patient (hp) reports dry minicaps. Noted during use. Hp stated "sponges were light brown to brown in color, but sponges were not puffed up like usual." Hp reported there was no trace of betadine in tubing when initiating drain phase of peritoneal dialysis exchange. Hp noted packages were sealed in the usual manner. No patient injury or medical intervention reported.